Manufacturer narrative:
Additional information: d1, d4 (catalogue #), d9, g4, h3, h6, and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body of the twist clamp. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition was manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of a transfer set. The event was further described as ¿the dark blue unscrewed from the light blue part¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.